Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Suspected infection. Pain. Osteolysis in the proximal part of the femur and a tumor-like substance can be confirmed on CT. Wear of head and tmzf cannot be denied. Revision will be done on june 9.

Event description:
Suspected infection. Pain. Osteolysis in the proximal part of the femur and a tumor-like substance can be confirmed on CT. Wear of head and tmzf cannot be denied. Revision will be done on june 9.

Manufacturer narrative:
An event regarding infection and osteolysis involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results:visual inspection: visual inspection of the returned device indicates damage on the surface of the liner can be observed. Ma - material analysis is not performed as this is not related to material integrity. Damage consistent with explantation. Dimensional inspection: dimensional inspection was not performed because the device was returned damaged. Functional inspection: not performed because the device was returned damaged. Clinician review:a review of the provided medical records by a clinical consultant stated the following comment: x-rays: (B)(6) 2015 ap and lat. Left hip: uncemented tha, reduced, nominal, skin staples in situ. (B)(6) 2020 ap and lat. Left hip no migration of components, no pathology, mild stress shielding proximal femur. (B)(6) 2021 ap and lat. Left hip no migration of components, increased radiolucencies noted around junction of mid and distal 1/3 of stem on ap view. No clinical or pmh, no patient demographics, no lab. Studies, no operative reports, no confirmation that revision surgery was performed or findings during such surgery. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion:  all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information are needed to fully investigate the event. If further information becomes available , this investigation will be re-opened.